Event description:
It was reported that medical drug libraries were not able to be downloaded. There was no pt incident reported.

Manufacturer narrative:
(B)(4). There was no specific device identified for this incident. A supplemental will be submitted if a device is returned or add'l info is provided.